Manufacturer narrative:
MDR submission, sample has been requested from customer. To date sample has not been received. If any additional information becomes available, a follow-up will be filed.

Event description:
We had a patient on an hme tonight that went defective within 7 hours after the patient being placed on it causing the patient to brady down and almost code. The ventilator could not give the patient their volumes and was high pressuring with hme inline but when the hme was taken out the ventilator functioned as normal. The doctor witnessed this event and has sent video of the defective hme after being take off the patient and being placed on ventilator with a test lung. You can see that the hme sponge part is flapping when the ventilator is giving a breath. In the second video you can see that the test lung is not moving with the defective hme. Then the last video is of brand new hme on the same test lung and ventilator and ventilating fine. This patient was placed on the hme around 1250 and the hme went defective by 1900. Img 2390 is a video of the brand new hme hooked to the same test lung the defective one was connected to.

Manufacturer narrative:
The manufacturer investigated the reported issue based on the videos provided. The lot number was unknown and a sample was not available for investigation. The manufacturer referenced recent testing performed for the same issue that was received at the same time for the same customer where the lot number was provided and two retained samples were tested for which they were unable to duplicate the reported issue to confirm the root cause. Additionally, the manufacturer did a complaint history review and found no related complaints for this reported issue from 2016 to 2017 besides the two from this customer that were reported at the same time.